Event description:
The 355l was used during a laparoscopic cholecystectomy. The red activation button would not stay down on two devices. A third 355l was opened and worked fine. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based on the functionality testind, obturators a and b failed to arm. Measurement of the instruments indicated that the knife collar was skewed resulting in the failure to arm.